Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Voluntary MDR/medwatch report number: mw5172476. Please see the following related complaint records (B)(4).

Event description:
A voluntary MDR/medwatch report was received on 07/24/2025. It was reported that a skin reaction had occurred. The date of the event is an approximation. According to the maude report, the patient reported sometime in 2024, the patient contracting "microbacterium abscess" at the site of dexcom sensor insertion. As a result, she was reportedly instructed to discontinue use of the dexcom device. No additional details regarding the treatment or management of the bacterial abscess were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.